Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller stated that beginning sometime in (B)(6) 2017 the patient¿s ins was ¿failing¿. They also need a new remote. No causes were identified but the rep would see the patient on (B)(6) 2017. The issue was not resolved at the time of the report but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had experienced increased back and lower extremity pain. It was reported that the cause of the ins failing had not been determined. It was reported that the patient had needed a new remote because they had moved states and lost their old one. No symptoms or complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.